Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. During procedure, surgeon noticed markings on implant. As a result, another implant was opened to finish the procedure with no surgical delay or patient injury.

Manufacturer narrative:
Evaluation of returned device found implant to be out of nonconforming.